Event description:
On 10/08/1999. The facility's materials manager contacted the manufacturer (MFR.) And left a message on the MFR.'s representative's voice mail requesting she contact the facility regarding a problem encountered with this device. On 10/11/1999. The facility materials manager informed the MFR's representative that a problem was encountered with the insertion of the introducer. The exact details were not known and as a result the MFR's representative was transferred to the facility's nurse/manager. The facility's nurse/manager stated that prior to the procedure, they attempted to feed the catheter through the introducer, but it would not go through. The catheter was too large. A second introducer was obtained and the same problem occurred. As a result, the procedure was canceled. The first kit was being returned to the MFR. For analysis, the second introducer was discarded. No further details were provided.